Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 50 intima-ii y 20 ga x 1.16 in prn/ec slm had defective clamps. The following information was provided by the initial reporter: "when using intima-ii products in the CT room of the hospital, the heparin cap was used to seal the tube, which felt very tight. At the same time, there was blood coming back during sealing the tube".

Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 9239029. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that 50 intima-ii y 20gax1.16in prn/ec slm had defective clamps. The following information was provided by the initial reporter: "when using intima-ii products in the CT room of the hospital, the heparin cap was used to seal the tube, which felt very tight. At the same time, there was blood coming back during sealing the tube"